Event description:
It was reported that the procedure was to treat a 99% stenosed lesion in the left anterior descending artery, below the bifurcation, with moderate tortuosity and moderate calcification. The 2.5 x 15 mm trek balloon was advanced to the lesion and inflated to 14 atomospheres (atm); however, the balloon ruptured during the second inflation at 14 atm. A non-abbott balloon was used; however, this balloon ruptured also. The patient was scheduled for rotablation at a later date. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during manufacturing, materials, handling, lesion calcification and tortuosity, an interaction with a stent implant, or insufficient preparation prior to use or from interactions with other devices. As there was no report of any leaks noted during preparation for use, this may indicate that the balloon was not damaged prior to the procedure. Additionally, the lesion was moderately tortuous, moderately calcified and 99% stenosed, which likely contributed to the reported difficulty. It was noted that a non-abbott balloon also ruptured during the procedure, which further suggests that the patient anatomy likely contributed to the experienced rupture. In this case, the product was discarded by the account, so it was not returned for analysis and may have aided the investigation. However, the balloon material likely became damaged (scratched) from interactions with other devices and/or the tortuous and calcified lesion such that upon the second inflation attempt, the balloon ruptured. Based on the information provided, the reported rupture appears to be related to operational context of the device. To assure that all products perform according to specification, all dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. A sampling of units is also destructively tested to verify rated burst pressure and balloon integrity. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other incidents reported for this lot. In summary, based on the investigation, there is no indication of a product quality deficiency.